Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk; unable to perform occlusion test due to motor error alarm. However, the motor passed motor test. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose reading was 300 mg/dl. The drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.